Event description:
The customer has obtained falsely low results on a patient sample for the prolactin assay on an immulite 2000 xpi instrument. The patient sample was run neat in duplicate. Both values were above the analytical range. The system then performed an auto dilution of the sample and the results were lower. The customer questioned the results as they had prior results on the sample which were higher. The customer re-ran a thawed sample from the same patient the next day, neat and diluted and the values were still not acceptable. The initial falsely low results on the diluted patient sample were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low prolactin results.

Manufacturer narrative:
The customer has informed siemens healthcare diagnostics that they re-ran the samples with a new diluent and the results were acceptable, and did not need further support. The cause of the falsely low results for prolactin is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.